Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11272r27, implanted: (B)(6) 2003. Product type: catheter. (B)(4).

Event description:
Additional information: it was reported that the patient was weaning down and off of their intrathecal baclofen because the patient did not think that it was "effective for him." The patient wanted the pump explanted. The pump was filled with preservative free normal saline in case the patient was to change their mind. There was no pump problem.

Event description:
It was reported the patient experienced problems with the pump migrating. The patient had lost a lot of weight. The medication in the pump was being titrated down in preparation for the pump to be explanted. The patient was doing fine. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).